Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that some time post chronic catheter placement during the removal process, the adhered port allegedly broke as it was dissected from the vein wall. Reportedly, no further attempts were performed to remove the device and the decision was made to tie-off the catheter, cut it, and allow it to retract into the soft tissues. The patient status is reported as stable.